Event description:
A family member reported the customer having recent unexplained high blood glucose values. The customer's blood glucose value was 330 mg/dl during the call with the helpline. During troubleshooting air bubbles were found in a reservoir. Troubleshooting for the air bubbles and high blood glucose values was not completed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).